Event description:
Potential heavy metals being leached into baby bottles via dr browns deluxe sterilizer. The heating element wither rusts or flakes off and turns all the plastic inside a rust color. This rust/ metal could be getting into the bottles. I even used distilled water and this still happened. Other users report the same problem on (B)(6) via their reviews. FDA safety report ID # (B)(4).